Manufacturer narrative:
Findings: pump received with blank display and constant vibration after inserting battery due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Unable to verify for keypad anomaly due to blank display. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. No cracked display widow noted.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 204 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer reports a crack on the screen of the insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.